Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screw inserter was broken while trying to remove a stuck screw during surgery. The procedure was completed using an alternative screw inserter. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: na. Additional information: method, results, and conclusions - the returned driver was examined and found to have fractured at the tip. The cause of this event can likely be attributed to an off-axis applied force during the procedure. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a screw inserter was broken while trying to remove a stuck screw during surgery. The procedure was completed using an alternative screw inserter. There were no reported patient impacts associated with this event.